Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital after receiving a vibration patient notifier alert. The right ventricular lead exhibited, high voltage lead impedance. On (B)(6) 2015 the physician elected to explant and replace the lead. The procedure had no consequences for the patient.